Event description:
It was reported that there was a piece of plastic inside the tubing of an interlink continu-flo set. It is unknown when in the process this occurred. It is unknown if there was patient involvement; however, no patient injury or medical intervention was reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). According to the report, the sample is available for evaluation. However, the device has not yet been received by baxter. Should any additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.